Event description:
As reported in medwatch mw5112078: the patient had a total knee replacement performed on (B)(6) 2015. The knee failed much earlier than expected. Work up was negative for infection. The records indicate the original surgery was done using stryker high viscosity bone cement for the knee replacement surgery. The patient had to have revision surgery as indicated on (B)(6) 2020. The findings at the time of surgery were that the cement was not bonded or adherent to the implants but was affixed to the bone.